Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. The customer support specialist reviewed the instrument logs and determined the probe as the likely cause of the result issue. The customer was instructed to replace and calibrate the probe, which resolved the issue. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6), or the probe was identified.

Event description:
The customer observed false repeat reactive architect hbsag qualitative results generated by the architect i2000sr processing module for two patients. The customer performed hbsag neutralizing confirmatory test, and the results were confirmed positive. A new sample from the patients were tested and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1: initial architect hbsag qualitative result = 3.0 s/co (reactive); repeat result = reactive. Hbsag neutralizing confirmatory = confirmed. Results from new sample = nonreactive and nonreactive. Patient 2: initial architect hbsag qualitative result = 3.0 s/co (reactive); repeat result = reactive. Hbsag neutralizing confirmatory = confirmed. Results from new sample = nonreactive and nonreactive. There was no impact to patient management reported.